Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The latest labeling revision was be reviewed for this investigation. The instructions-for-use under were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy, but unable to get any flow in an arctic sun device. Guided to diagnostics screen showed that the system hours were 128, pump hours were 172, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, flow rate (fr) was 0lpm. No change in diagnostics after emptying or disconnecting pads and placing in manual control. Explained they would need to send this device to biomed labeled flow meter and have them call back during business hours.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Guided to diagnostics screen showed that the system hours were 128, pump hours were 172, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, flow rate (fr) was 0lpm. No change in diagnostics after emptying or disconnecting pads and placing in manual control. Explained they would need to send this device to biomed labeled flow meter and have them call back during business hours. Per follow up information, biomed team reported that the device did not need any repairs. The flow meter issue was resolved during a technical support call with bd. The device was returned back to the unit and was available for use. The instructions-for-use under were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy, but unable to get any flow in an arctic sun device. Guided to diagnostics screen showed that the system hours were 128, pump hours were 172, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, flow rate (fr) was 0lpm. No change in diagnostics after emptying or disconnecting pads and placing in manual control. Explained they would need to send this device to biomed labeled flow meter and have them call back during business hours. Per follow up information received via task on (B)(6) 2025, spoke with biomed team. It was reported that the device did not need any repairs. The flow meter issue was resolved during a technical support call with bd. The device was returned back to the unit and was available for use.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy, but unable to get any flow in an arctic sun device. Guided to diagnostics screen showed that the system hours were 128, pump hours were 172, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, flow rate (fr) was 0lpm. No change in diagnostics after emptying or disconnecting pads and placing in manual control. Explained they would need to send this device to biomed labeled flow meter and have them call back during business hours.